Event description:
It was reported via clinic notes that the patient had an increase in seizures. It was questioned if the vns battery could have attributed to this. The patient was referred for generator replacement to address this. No surgical intervention is known to have occurred to date. No additional relevant information has been received to date.

Event description:
Additional information was received from the physician who believed the increase in seizures was related to a lower vns battery even though the vns was not at a low battery status. The physician stated the device diagnostics were within normal limits however no specifics were available.

Event description:
Additional information was received that the patient's generator was replaced. The patient's diagnostics were within normal limits on the date of surgery and the battery life was not at an end of service condition. The explanting facility historically does not return explanted devices therefore no device return is expected.